Event description:
The pt was placed under anesthesia and intubated to have an aneurysm coil implanted as the result of a stroke. A catheter had been inserted into the pt and the doctor commanded the philips c-arm into position to begin the insertion of the coil. The exposure head of the c-arm was moved into position to the left of the pt's head and stopped. The philips c-arm failed to respond to any further commands and no error codes were issued. Because the hybrid sys would not operate, the doctor aborted the procedure. No injury reported. (B)(4).

Manufacturer narrative:
Maquet svc has investigated the operating room table. The MFR assumes that a defective switch caused the failure of the operating room table. This switch has been replaced. Further investigations will be performed. Should add'l details become available, a f/u MDR will be submitted. Maquet inc. Submits this report on behalf of the device mfg facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. (B)(4).